Event description:
The user facility reported a 72-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. An access site complication occurred with a dissection of the femoral artery. Staff managed the dissection with a balloon tamponade.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation has been completed since the original report was filed. The pump was not returned for investigation. According to clinical records, a balloon was placed following an access site complication. The cause of the issue was not determined since the product was not returned and sufficient clinical information was not provided.